Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level as the caller declined to answer if levels exceeded 500 mg/dl. Customer received assistance from technical support to reset the pump, resolving the malfunction issue, and was instructed to continue using the pump while monitoring for any recurrent issues.